Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient went to emergency room with back pain. An x-ray was performed and it was determined that the patient experienced twiddler's syndrome. There was not dislodgement, but a severely twiddled and damaged lead. A surgical intervention took place to resolve the issue. This defibrillator remains in service. No additional adverse patient effects were reported.